Manufacturer narrative:
One of each of the following s4 implants devices were involved in the reported event: model number: sw777t; s4 polyaxial screw 6.0x50mm; lot number: 51419774. Model number: sw784t; brand name: s4 polyaxial screw 7.0x40mm; lot number: 51416725. Model number: sw790t; brand name: s4 set screw new version; lot number: unk. The 510 (k) # k032219 applies to all items listed. The devices were discarded; therefore, complete investigation cannot be completed; however, information will be evaluated.

Event description:
Posterior lateral fusion revision surgery. The patient noticed "squeaking" when they would bend down. Dr (B)(6) went back in, to find that one of the rods, was not locked down tight. He had to replace two of the screws; one of each screw (B)(4).